Event description:
It was reported that the right ventricle lead exhibited high defibrillation impedance. The right ventricle lead was explanted and replaced. Patient was stable before, during, and after the procedure.